Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive for the reported deflation issue and retraction issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta dilatation catheter allegedly experienced deflation problem and retraction problem. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient was a (B)(6) year old male and his weight was unknown.